Event description:
It was reported that the patient contacted the manufacturer representative as she was having shocking/jolting the previous night. She reported never having felt that sensation before and agreed to meet the representative at her physician's office that day. The representative interrogated the device and found contacts 1 and 2 were over 3600 ohms. The representative was able to reprogram programs 1 and 2, both of which were using either contact 1 or 2 of contacts 0-15. The patient had satisfactory back, right and left leg coverage. Her recharging sessions were good and her programmer was working as it should. No surgical interventions were planned or requested at that time. No patient injury was reported. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).